Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead shock impedance measurements. The patient was transferred from praxis dr. (B)(6) to university of (B)(6) for further evaluation. No adverse patient effects were reported. Additional information received indicates that lead impedance shock testing was performed and the shock impedances were within normal limits. The patient will be monitored.